Event description:
A report was received via social media that the patient had inadequate stimulation. It was also noted that the patients implant was on top of a nerve. The patient underwent an explant procedure.